Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient underwent surgical intervention in order to have a lead implanted (reference MFR report: 3008829311-2017-00671). During the implant of the replacement lead a cerebrospinal fluid (csf) leak occurred. The physician performed a blood patch and abandoned the procedure. Postoperatively, the patient was instructed to consume caffeine and lay flat. Reportedly, the patient remained asymptomatic following the procedure.